Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. B76534) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain. Concomitant products included medroxyprogesterone acetate (depo provera) and nsaids. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. Essure placed in the right ostium: coil visible yes 1. Essure placed in the left ostium: coil visible yes 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2017: total bilateral occlusion(as per pfs) properly positioned essure wires bilaterally with adequate occlusion of fallopian tubes(as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: event pelvic pain non drug treatment added and case upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. B76534) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain. Concomitant products included medroxyprogesterone acetate (depo provera) and nsaids. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced bladder disorder ("bladder disorder"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), alopecia ("hair loss"), hypersensitivity ("allergic reaction"), cystitis ("bladder infection") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, vaginal infection, vaginal discharge, urinary tract infection, alopecia, hypersensitivity, cystitis and urinary tract disorder had resolved and the depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. Essure placed in the right ostium: coil visible yes 1. Essure placed in the left ostium: coil visible yes 2. Received treatment for pain, bleeding, bladder problems and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on 15-sep-2017: total bilateral occlusion(as per pfs) properly positioned essure wires bilaterally with adequate occlusion of fallopian tubes(as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. B76534) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain. Concomitant products included medroxyprogesterone acetate (depo provera) and nsaids. On (B)(6) 2014, the patient had essure inserted. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced bladder disorder ("bladder disorder"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), alopecia ("hair loss"), hypersensitivity ("allergic reaction"), cystitis ("bladder infection") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 8-feb-2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, vaginal infection, vaginal discharge, urinary tract infection, alopecia, hypersensitivity, cystitis and urinary tract disorder had resolved and the depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. Essure placed in the right ostium: coil visible yes 1 essure placed in the left ostium: coil visible yes 2 received treatment for pain, bleeding, bladder problems and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6)2017: total bilateral occlusion(as per pfs) properly positioned essure wires bilaterally with adequate occlusion of fallopian tubes(as per mr). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6): pif received. New events - allergic reaction, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, bladder infection, uti and hair loss were added. Outcome for events pelvic pain, abdominal pain, menorrhagia and vaginal hemorrhage were updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('focal acute and chronic salpingitis') and pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. B76534) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain. Concomitant products included medroxyprogesterone acetate (depo provera) and nsaids. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), alopecia ("hair loss"), hypersensitivity ("allergic reaction"), cystitis ("bladder infection") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, depression and anxiety outcome was unknown and the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, bladder disorder, vaginal infection, vaginal discharge, urinary tract infection, alopecia, hypersensitivity, cystitis and urinary tract disorder had resolved. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, heavy menstrual bleeding, hypersensitivity, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. Essure placed in the right ostium: coil visible yes 1. Essure placed in the left ostium: coil visible yes 2. Received treatment for pain, bleeding, bladder problems and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded; on (B)(6) 2017: total bilateral occlusion(as per pfs) properly positioned essure wires bilaterally with adequate occlusion of fallopian tubes(as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received: event chronic salpingitis added. Reporter information and lab test date added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.